Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller indicated that they are trying to connect to the 97715 with a clinician tablet in the or during an implant procedure. The clinician application displays the serial number, the serial is selected to start a session, and then the tablet displays a message that says communication in process and it does not advance. The caller indicated that they replaced the ins and have the same issue. The caller moved out of the or with the first ins battery that was discarded. The caller confirmed that the patient remote was able to connect to the ins. The caller was also able to start a session with the ins using the clinician tablet. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed the potential for telemetry interference in the or. The caller disconnected so tss was not able to get ins serial, patient information, or md information.

Event description:
Additional information was received from the manufacturer representative (rep). One ins was opened and not used. The cause was unknown. They could not clarify the message of "communicator in process" but did not advance. All non-critical machines in the or were turned off. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.